Event description:
Reportedly, after a regular follow-up on (B)(6) 2013, diagnosis data were exported into a pdf report. Nevertheless, it was then noticed that no pdf file had been created and that no pt file had been saved on the programmer for this follow-up. An explanation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.